Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue: basal history does not match active basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2017 with the following findings: review of the black box data revealed the pump had been running on basal program 1 and the pump was returned with basal program 1 set to 0.125 units per hours at 00:00, 0.125 units ER hours at 02:00, 0.00 units per hour at 08:00, 0.125 units per hour at 13:00 0.175 units per hour at 20:00. The basal history for (B)(6) 2017 appeared to be inaccurate due an unexplained power on reset occurring at 19:39 and due to the user manually changing the basal segment at 02:00 from 0.100 units per hour to 0.125 units per hour on (B)(6) 2017. The basal history records each basal rate change that is made. Since the basal amount are the same at 00:00 and 02:00 on (B)(6) 2017 with 0.125 units per hour, no changes are recorded at 02:00 for this date. There were no hyper sensitive or stuck keypad buttons. The pump was exercised for 24 hours. And the completion of the exercise, the basal history correctly showed all deliveries were made and recorded as programmed. Investigation did not duplicate a basal history recording defect during testing and the pump was found to be operation as intended without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked.